Manufacturer narrative:
Based on the info available, we are unable to determine the cause of the reported event. The detached tube was discarded by the user facility therefore unavailable for eval. A review of the mfg records for this lot was conducted, and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol: it was alleged that on (B)(6) 2013 during an umbilical hernia repair with the ventralight st with echo, the inflation tube fractured when it was being pulled through the abdomen. Allegedly, the product had been rolled per procedure, and inserted down the trocar into the abdomen. When the surgeon grabbed the tube with carter thompson grasper the inflation tube fractured. The detached tube was removed through a trocar with a grasper. The surgeon was able to use the product to complete the procedure. There was no pt injury and all pieces were removed from the body.